Event description:
It was reported that a multirate infusor leaked from its fill port. This occurred during filling of the device with 52ml normal saline. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This lot was manufactured from april 12, 2014-april 15, 2014. Evaluation summary: the device was received for evaluation. A leak was observed from the fill-port when its cap was removed. During visual inspection a particle measuring approximately 1.81 mm in size was found under the check band which caused the leak. Fourier transform infrared spectroscopy found the particle to be made of acrylic material. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the particle under the check band is unknown. A CAPA has been opened for this issue. Should additional relevant information become available, a supplemental report will be submitted.